Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report:1627487-2015-03485. It was reported the patient began experiencing back pain, nausea, dizziness, and right leg weakness the afternoon following her trial implant procedure. As a result, the trial scs leads were removed and the patient was taken to the emergency room for evaluation. It was also reported an MRI confirmed a hematoma from t5-l5 which was removed on (B)(6) 2015. The patient was ambulatory as of (B)(6) 2015 the patient was discharged to a rehab facility and the symptoms had "greatly" improved.